Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was noticed to be cracked when it was removed from the box. A replacement unit was used to complete the procedure. There were no pt effects. The product is not returning.

Manufacturer narrative:
The product is not available for eval. (B)(4).